Manufacturer narrative:
D10: concomitant products: (B)(6) - 132-36-53 - nv gxl lnr, lipped, 36mm ID, group 3 cups. (B)(6) - 170-36-07 - biolox delta femoral head 36mm od, +7mm. (B)(6) - 180-01-56 - nv crown cup clstr hole 56mm group 3. (B)(6) - 190-31-08 - alt ha s clr ext sz 8. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 53 months after a left hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, and osteolysis, and tissue damage. No further issues or complications were reported. No additional information is available.